Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this 29mm mitral bioprosthetic valve, the valve was explanted and replaced with a valve of the same size and model. The reason for replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that during implant, after lowering the valve into position, one of the sutures did not seat properly. The suture was removed, but then the physician reported a "difficult time getting around the adjacent area" and elected to replace the valve. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.